Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was unable to be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope was found to have been contaminated. The issue was found during a lab demonstration. There were no reports of patent involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.